Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) exhibited possible undersensing which caused to patient to go into ventricular tachycardia (vt). The rhythm resolved itself with no detrimental impact to the patient. Another epg was used and no undersensing was noted. No further patient complications have been reported as a result of this event.